Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was changing the infusion set and insulin shot out. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. Customer's blood glucose level was 199 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.